Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis did not confirm the premature battery depletion (pbd). The battery run down curve is consistent with normal depletion devices. Moreover, the normal battery run down was noted without any other symptoms. Further, no problem detected conclusion was selected based on analysis of the returned product as analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.